Event description:
Homepump series c did not infuse. Homepump series c with 241 ml dispensed and attached to the pt in the treatment room on (B)(6) 2020. Pt returned on 02/28/2020 showing the pump did not infuse.